Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during a pocket revision procedure [related manufacturer reference number: 1627487-2025-04411], the right lead shifted and caused high impedances. The right lead was replaced on 12sep2025 during the procedure to address the issue. Therapy was restored post-operatively.